Manufacturer narrative:
(B)(4). The complaint rd900aeu neopuff infant resuscitator is currently en route to fisher & paykel healthcare in (B)(4) for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.

Event description:
A hospital in the (B)(6) reported a fisher & paykel healthcare (fph) field rep that an rd900aeu neopuff infant resuscitator was giving "low readings". No pt consequence was reported.